Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer called to report a bravo capsule that failed to attach during a procedure. There was no patient harm and no intervention required. A repeat procedure was performed. There was not anything unusual about the patient or the procedure itself that may have led to this event. An endoscopy had been performed prior to the bravo procedure and the esophagus appeared to be normal. The capsule will be returned for investigation.

Manufacturer narrative:
Evaluation summary: one delivery system was received for evaluation and investigated visually for external damage. The delivery system was disinfected and the lot number and ID# matched the information provided by the initial reporter. The delivery system was not bent. The emergency procedure was not implemented and the capsule electrodes were okay. The delivery system did not have any visible damage. Per the condition in which the device was received, the delivery system and capsule seemed to be functioning per specification. A review of the device history records for the provided lot/serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release. If information is provided in the future, a supplemental report will be issued.